Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had been having tremors lately and they though they needed to increase the stimulation. The caller state last thursday their tremors were really bad. The caller stated they got the tremors when they were getting their hair done last friday at the beauty shop. The caller was transferred to foundation care. There were no further complications reported.